Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting an alarm display "check ventilator sensor automatic zeroing failure". It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
A good faith effort (gfe) response received 12mar2025 confirmed that the air outlet was clogged with excessive dust. After cleaning, the device returned to normal and was put back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.